Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Oct 27, 2017: litigation received. Litigation alleges severe pain, lack of mobility and metallosis. There is no report of revision at this time.

Event description:
In addition to what was previously litigated patient also alleges unable to work and still suffer from pain. Patient still have the same implant in the left hip and cannot lift nor she can lay her left leg on her own. After review of medical records for MDR reportability, radiograph shows the left hip has an aml prosthesis. There is a bony ledge at the tip, which could be indicative of loosening, although there is no gross circumferential radiolucency. Examination of the left hip shows tenderness over the lateral trochanteric area. There is no report of revision.